Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited a no disposable alarm on a cadd legacy pump. Per reporter when cassette was placed on back up pump the alarm continued. It was reported that the reservoir volume was 8.2 ml. It was reported that patient subsequently mixed a new cassette and no further alarms occurred. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: molly vitangeli rn, pahaeteam@express-scripts.com